Event description:
Beckman coulter inc., (bci) contacted this customer via the bci internal monitoring data for glucose module (glucm) phase I customer contact program. The customer indicated one (1) patients' glucm sample result did not match when running in duplicate mode. The sample generated a false high result. No erroneous results were reported out of the laboratory. The customer did not call and complain to bci about this sample. Patient treatment was not affected in regard to this event as the customer runs glucose in duplicate mode and verifies prior to reporting results.

Manufacturer narrative:
The customer performs weekly maintenance twice per week and monthly maintenance weekly. The customer noticed a bubble of air on the inside of the electrode and tapped it out. Customer noticed fibrin or gel on the end of the probe collar wash and cleaned it. The local service and national specialists will continue to monitor the system for further issues that may occur. Root cause is unknown at this time for this event.